Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. All compounding, preprocessing, filling and packaging membrane bioreactors(mbrs) are subjected to 2 independent reviews. In addition, the following are reviewed: all chemistry and microbial finished product results environmental, utility, bioburden records sanitization records. Sterilization cycles silikon 1000 is compounded by (1) chemical and thermal extraction, and (2) sterile filtration of oil prior to filling. The product is then filled into its primary packaging components using aseptic processing. Silikon 1000 10 ml glass bottles and the stoppers are made from silicone ; the product is filled on line 21. The product is terminally sterilized using dry heat. Following sterilization, units are 200% inspected for particulate in the solution and then packaged into pouches and sealed. Root cause for the complaint condition could not be determined. The product labeling for silikon 1000 provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Surgical technique, product handling and storage are unknown. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
This report, received from a government agency, reporting that ophthalmic silicone oil was injected into the patient's nose by a physician. The patient had previously experienced a broken nose in an accident. Following the injection, the patient developed inflammation in the colon, leading to diverticulitis. Additionally, the patient experienced dry eyes and was treated by an eye care provider. The patient was hospitalized due to diverticulitis caused by the inflammation and was scheduled for a colonoscopy. However, details of the procedure were not reported, and the outcome of the patient's condition remains unknown to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).